Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a pelvic embolization the user was injecting "glue" into the three-way plastic stopcock, but found the device to leak. It is unknown how the procedure was completed. No portion of the device was left inside the patient. This did not result in additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a pelvic embolization the user was injecting "glue" into the three-way plastic stopcock, but found the device to leak. It is unknown how the procedure was completed. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. Seven sealed stopcocks received. All devices were opened and examined for cracks. All seven stopcocks were cracked. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. A CAPA was opened due to consistent complaint history of this product surrounding cracking and subsequent leaking of stopcocks. The root cause of cracking/leaking stopcocks was determined to be stopcock stems molded of nylon 6 have the potential to absorb moisture resulting in an increase in diameter raising the potential for cracking of the stopcock body. Based on this result of the clinical effects analysis, the decision was made to no longer pursue corrective actions within CAPA. Cook has concluded that the conclusion from previously completed root cause investigation aligns with the conclusion of this complaint. The stopcock stems molded of nylon 6 have the potential to absorb moisture resulting in an increase in diameter raising the potential for cracking of the stopcock body contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.